Event description:
Micropuncture wire malfunctioned shearing tip off during obtaining access at beginning of procedure. Attempt was made to retrieve piece, but was unsuccessful. Resulted in unretrieved device fragment.